Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual and microscopic inspections revealed kinks in the sheath assembly and a twisted imaging window. Impedance test showed an electrical open at the proximal end of the catheter, 130-140 cm from the distal housing.

Event description:
Reportable based on device analysis completed on 20 may 2024. It was reported that visualization issues occurred. The target lesion was located in the left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but the image on the screen came out totally black. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed the imaging window was twisted.